Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift was noticed. It was reported by the caller that there was a map shift. This was noticed after ablation was completed. The caller reported that there was no patient movement. A custom template was in use. The procedure was completed at the time of the call. Additional information received indicated no errors were displayed on the carto® 3 system. The map shift was noticed when remapping the left atrium after ablation, the veins were in an entirely different spot than the first initial map. We then pulled out to the right atrium and drew the cavotricuspid ishmus (cti) on ice, this was also in an entirely different spot than the first drawing at the beginning of the case. The map was off by at least 15mm. No cardio versions were preformed, no metal added, the flouro tube was not moved, no movement. Nothing that would normally cause a shift occurred. The carto never alerted us to any errors and did not suggest reinitialization. They described some images as image one had both lines are of the same cti. Image two had the gray old map and the colored new map showing the vein shift. Third shows the difference in catheter location (esophagus) without being touched or moved.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift was noticed. It was reported by the caller that there was a map shift. This was noticed after ablation was completed. The caller reported that there was no patient movement. A custom template was in use. The procedure was completed at the time of the call. Device evaluation details: technical services replaced the patch unit with a new one that was delivered to the account. An investigation was initiated by the device manufacturer for the reported map shift issue. It was found that the reported map shift was a result of patient movement during the procedure. Additionally, the patch unit was replaced as part of troubleshooting of the map shift issue and not related to the patch unit. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).